Event description:
Patient's blood glucose was tested, using the suspect device, with a result of 71 mg/dl. Reporter retested patient's blood glucose, 5 minutes later, and reportedly obtained a result of 274 mg/dl. No action was taken based on the results. Reporter noted that patient was not experiencing symptoms of elevated blood glucose. Reporter stated that, 1.5 hours later, patient was sweaty and incoherent, at which time her blood glucose measured 60 mg/dl, on the suspect device. Reporter stated that patient given juice and emergency medical services were summoned on patient's behalf. Upon their arrival, (time delay not provided) patient's bllod glucose reportedly measured 38 mg/dl, on paramedics' device. Reporter stated that patient was treated, by paramedics, with an intravenous glucose solution and was transported to the hospital for additional for additional treatment. Reporter indicated that patient was subsequently admitted to the hospital, for treatment of recurrent hypoglycemia. No additional details of patient's diagnosis or treatment were provided. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.